Event description:
It was reported that the infusion set was leaking. No details regarding the location of the leak were provided. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.